Event description:
It was reported that on (B)(6) 2010 due to essential tremor. It was noted that after implanting the patient appeared with mouth and lip numbness. The symptom had not been improved till the time of this report. The patient complained that after implanting the product the patient could not undergo magnet therapy, physical therapy. The battery needed to be replaced and could not be used. It was unobtainable whether further diagnostics were performed.

Manufacturer narrative:
(B)(4).